Event description:
New information received notes that the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of noise oversensing was not confirmed. As received, the device was above elective replacement indicator (eri) level. Analysis performed, including output verification, sensitivity test, and inspection of header and connectors found no anomalies contributing to reported event of sensing or noise problem. Longevity assessment was performed, and device was in the normal range of operation with normal usage. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2023-39266. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker and right ventricular (rv) lead exhibited noise. Programming changes were made. There were no patient consequences.